Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer¿s mother stated that they hold on the back button until the beeping stops, then they had insert a brand new battery and the screen was flashing white. Customer¿s mother did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer¿s mother stated there was no need to troubleshooting for the keypad being unresponsive as this was due to the damage that was causing the insulin pump screen to flash. The device will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments/partial display due to display anomaly. Device also received with faded serial number label.